Event description:
Adverse event: "unrecognized capsular rupture" (capsular bag tear, posterior). Product problem(s): "dislocated" (dislodged or dislocated [iol (intraocular lens) implant]). A user facility reported that two days following intraocular lens (iol) implant surgery, the iol dislocated and was replaced with a different model . In a follow-up, the surgeon stated that the device did not cause/contribute to the event; rather, there was an unrecognized capsular rupture at the time of insertion of the initial iol. A vitrectomy was performed.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/17/2010 and 05/18/2010 by phone, fax, and mail. A completed questionnaire was received on 05/21/2010. (B) (4). (B) (4).